Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device discarded by doctor.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. No adverse event reported. Device was discarded by doctor, replacement was sent.